Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer did not know the blood glucose reading. She stated that she could not exit from the home screen that displayed the time, battery life, piston position and closed circle. She noted that she had been running low on insulin and proceeded to do a set change leading up to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. Unable to verify for battery out of limit alarm due to no esc and act button response. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.